Event description:
It was reported that patient presented chest pain, cardiopulmonary arrest due to ventricular tachycardia/ventricular fibrillation, arrest likely due to acute myocardial infarction. Patient was admitted with chest pain and elevated heart rate. CT chest, myocardial perfusion single photon emission computed tomography (spect) test and cardiac stress tests were performed. Patient had cardiopulmonary arrest likely due to myocardial infarction resulting in death. Relation to a smith and nephew device is not confirmed.